Manufacturer narrative:
Contacted maintenance. Original caller is no longer there. The supv believes that cleaning the drive screw was what resolved the issue with the bed.

Event description:
A serial number was not provided when asked. Account alleges the head section is drifting slowly.